Manufacturer narrative:
(B)(4). Greenberg, a., cohen, d., ekhtiari, s., abughaduma, n. R., hakim, r., barimani, b., wolfstadt, j., backstein, d. (2024) prevalence and clinical impact of radiographic sclerotic lines adjacent to cementless tibial stems in revision total knee arthroplasty: a long-term follow-up study. European journal of orthopaedic surgery & traumatology 35(11)1-7. Https://doi.org/10.1007/s00590-024-04142-y b3 - event date - date of publication d10. Unknown tibial component lot#: ni unknown nexgen articular surface lot#: ni unknown palacos mv+g cement lot#: ni e1 - contact - correspondence author. G2 - report source - foreign: canada. The product will not be returned to zimmer biomet for investigation, as the device location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that three (3) patients underwent knee arthroplasty revisions to address aseptic loosening post-operatively. Attempts have been made, however, no additional information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and corrected information. The following sections were updated: b4, b5, d4, e1, g3, g6, h2, h6, h10, h11. D4: the primary unique device identification (UDI) number is not applicable as the device's product number is unknown. Attempts have been made to gather all product identification information and no further information has been provided. No product was returned, or pictures provided; visual and dimensional evaluations could not be performed. Part and lot identifications are necessary for review of device history records, none were provided. Insufficient information provided. Unable to perform a compatibility check. Complaint history reviews cannot be performed without product identifications. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.